Event description:
Per the clinic, the patient experienced redness, soreness, and infection at the magnet site (specific date note reported). The site was also noted to be scabbed and oozing (specific site not reported). A replacement magnet of reduced strength was sent to the patient. The implanted device remains in place. Additional information has been requested but has not been made available as of the date of this report.